Event description:
On 01/18/2000 the account reported an axsym ethanol result of 3.26mg/dl which was questioned by the emergency room. The sample was repeated and was >300mg/dl. No injury was reported.